Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a perforation by the right atrial lead was discovered one day post-implant. The perforation was corrected with cardiothoracic surgery. The lead was explanted. Future lead replacement is planned. No further patient complications have been reported as a result of this event.